Manufacturer narrative:
Patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was taken to the emergency room on (B)(6) 2024 as the patient complaints of shortness of breath and elevated blood sugar in the 600 and episodes emesis and vomiting prior to arriving to the ER they tried to treat it with 2l oof normal saline bolus prior arriving to ER. The patient had was treated with insulin boluses. The patient was admitted for few hours. No further information available.